Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the reservoir ring found on (B)(6) 2022. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads - cracked, cracked case, overlay scratched, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, detached retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. Missing retainer ring confirmed. Cosmetic damage at the pump confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir ring was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.